Event description:
A discordant elevated troponin I result was obtained on a patient sample. The result was not reported to the physician but referred to the pathologist for review due to an earlier negative result obtained by an alternate point of care methodology. The physician regarded the negative point of care result as consistent with the patient clinical presentation. A repeat sample on the dimension vista methodology remained elevated. Patient treatment was not altered or prescribed on the basis of the discordant elevated troponin I result. There was no report of adverse health consequences as a result of the discordant elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discordant elevated troponin I result (relative to alternate methodology) is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on testing of multiple samples over a period of time without the classic rise and fall of values. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.